Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with scratched screen, cracked reservoir tube, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked battery tube threads, missing end cap sticker, and loose/protruded drive support disk.

Event description:
The customer reported having issues with the insulin pump. The blood glucose reading was 212mg/dl. The caller stated that the device seems to be working, but he was nor receiving any insulin. He stated that a piece of plastic and the black rubber ring in the reservoir compartment came from the insulin pump; it happened when he was attempting to lock the reservoir into place. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.